Manufacturer narrative:
Sorin group (B)(4) received a report that coming off bypass the centrifugal pump flow could not be adjusted and an error code was displayed. Flow was managed using clamps. There was no patient injury.

Event description:
Sorin group (B)(4) received a report that coming off bypass the centrifugal pump flow could not be adjusted and an error code was displayed. Flow was managed using clamps. There was no patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that coming off bypass the centrifugal pump flow could not be adjusted and an error code was displayed. Flow was managed using clamps. There was no patient injury. A sorin group field service representative was dispatched to the facility to investigate. The service representative was unable to duplicate the reported issue. The motor control board within the centrifugal drive head was replaced and the new unit was tested. No further issues were reported. The complained device was returned to sorin group (B)(4) for investigation. During evaluation, the reported issue could not be reproduced. All functional tests were performed without any faults. Visual inspection revealed several issues including a crack in the revolution head, dust in the drive head and on the pcb board, corrosion of the stator, damage to the magnetic coupling and a loose locking pin. These issues could all lead to the reported fault. The returned device was scrapped. A review of the DHR did not identify any concessions or non-conformities relevant to the reported failure. Sorin group deutschland will continue to monitor for trends related to this type of issue.